Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room due to hyperglycemia on unknown date. The customer blood glucose level was 178 mg/dl. The customer was assisted with troubleshoot. Customer stated that they was filling the tubing when insulin squirted out in the reservoir compartment. Customer thinks the insulin was injected by the insulin pump and they could not stop the insulin pump. Customer was running high right now because they has been off the insulin pump and not given an injection and was not connected, did not receive any insulin. The insulin pump will not be returned for analysis.